Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a portion of the pump touch screen was unresponsive. Reportedly, after the recommended bolus dosing was calculated, the customer was unable to select the "next" option on the bolus feature. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for continued insulin therapy.